Event description:
Reportedly, hearing performance with the device is affected. The user had noticed a change in sound quality on the left side. The loss in sound perception is perceived as gradual loss in hearing with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient is doing well with a six-channel map. The device remains implanted and in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, hearing performance with the device is affected. The user had noticed a change in sound quality on the left side.